Event description:
It was reported that during implant the helix became unable to deploy after multiple placement sites. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst also noted:tissue visible inside helix. Removed with alcohol and helix operates within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.